Event description:
It was reported that an alert for extended charge time was observed. Measurements were normal. Device was explanted. Patient condition after the event was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported extended charge time anomaly was confirmed in the laboratory. Analysis of the device identified an anomalous component within the high voltage circuitry. This would account for high voltage charge times. When the component was replaced, the device functioned normally.